Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her buttons were not working right. Customer stated that now they are not working. Customer stated that she took out the battery and replaced it, but she received a button error. Customer stated that the pump keeps beeping. Customer stated that she is going to remove the battery. Customer's pump said her blood glucose was 221 mg/dl, but she just checked her blood glucose and it was 304 mg/dl. Customer stated that before the alarm, the pump was working fine. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.